Event description:
It was reported that during insertion, the intra-aortic balloon (iab) would not pass through the sheath. The customer advised that the iab was prepped with 1 way valve attached. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation: nurse manager cardiac cath lab. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).